Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient encountered infusion set cannula was crimped which was noticed within 3 hours of insertion. Tthe insertion site was at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.